Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a temperature alarm. Reportedly, the pump was not charging at the time of the temperature alarm and the pump was not within abnormal temperature conditions. The customer's blood glucose level was in the 70 (mg/dl) range. The customer reported that the alarm did not repeat.